Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a distal pancreatectomy procedure. For the first firing, the reload was loaded onto the powered handle with no problem. The surgeon clamped the tissue and started firing. The surgeon fired one centimeter and waited awhile, then tried to restart the firing. However, the status indicators were illuminated blue and the handle indicator was flashed green. Removed the powered handle from the adapter, reinserted the battery, and reset the device. The surgeon could removed the device from the tissue without damaging it. Additional tissue resection was required due to the issue. The procedure was completed with another device. The surgical time was extended by less than thirty minutes. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The battery was inserted into a pmv device and the device powered up and calibrated correctly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.